Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hyperglycemia with glucose values rising to approximately 400 mg/dl for hours after most meals while using the ilet system, with alerts for levels above 300 mg/dl and frequent reliance on subcutaneous insulin injections; the user reported dietary changes over the past six months and recent inconsistent meal sizes after a prior factory reset and requested another reset, and training with a clinician was scheduled. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, and self-management with backup injections while temporarily disconnecting from the device. Investigation included complaint review, user interview, and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and a probable contribution from variable dietary intake and dosing adaptation, with device function not verified as defective. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.